Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to a faulty disposable/cassette, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not (B)(6).

Event description:
It was reported the pump connected to a patient when the error/event occurred. Continuous infusion rate: 3ml/hr reservoir volume: 504ml given: (B)(6) 2023 air detector was off. Upstream sensor was on. Length of infusion: 168hr lock level: ll2. Cstd was not used to fill cassette. Pump wasn't used to prime the extension tubing. Patient was not affected: did not receive chemotherapy treatment (not medically affected) additional notes: we recently discharged a patient on a cadd pump to infuse 504ml over 7 days at a rate of 3ml/hr. When we were changing the pump, the bag from the previous week was still full and nothing infused. The pump registered that 502.8ml had infused and 1.2ml were left in the bag. I do not have the lot number for the tubing but wanted to pass along.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.